Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did an override mealtime bolus up by 0.5 units. The customer's blood glucose (bg) level subsequently decreased to about 40 mg/dl. Customer consumed glucose packs to address bg. Reportedly, customer continued using pump for insulin therapy.